Manufacturer narrative:
Initial observation of the returned device shows the threaded tip of the instrument has fractured off. Additional information provided that the implant started to articulate before it was intended during the impaction insertion. The implant was still able to be placed in position, but upon attempting to expand it was discovered that the inserter had disengaged from the implant due to the fractured tip. Expansion was not able to be achieved. The fractured threaded tip was fully captured by the implant threads and not loose in the disc space. It is possible that the gold knob was loosened or partially loosened, allowing direct loading of the threaded tip and eventual failure during impaction; however, an exact cause of the reported issue could not be established.

Event description:
The threaded portion of rod sheared off in the implant. The threads were not recoverable, and were left in the implant.